Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned device and it was observed that the catheter was kinked and separated under the strain relief. Functional evaluation could not be performed due to the anomalies found on the subject catheter. Based on visual inspection, the catheter appeared to have been kinked first and then separated due to excessive force applied at the proximal end during use. As a result, a probable cause of handling damage has been assigned to the reported event and analyzed anomalies.

Event description:
It was reported that during acute ischemic stroke thrombectomy procedure, while inserting the catheter (subject device) through a long sheath, the subject device broke at the most proximal section. There were no clinical consequences to the patient.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during acute ischemic stroke thrombectomy procedure, while inserting the catheter (subject device) through a long sheath, the subject device broke at the most proximal section. There were no clinical consequences to the patient.